Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, walked the caller through a pump reset, and the cgm error did not display again. The caller successfully started their sensor session.